Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a code, the device failed to discharge at 360 joules via electrode pads and paddles. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.